Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be rewind and was advised to replace the insulin pump the insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. However unit alarmed motor error during basic occlusion test due to loose/protruded drive support disk unable to perform occlusion test, prime test, excessive no delivery test. The motor was tested outside the device and passed.